Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device found the locking knob component missing. The root cause of the missing component is unknown. The investigation could not draw any conclusions without the locking knob component to examine. A two-year search of the complaint database against product code 865034 did not find any additional reports related to the locking knob component. Based on the inability to determine a root cause and the low frequency of reports related to the locking knob component, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The adjustment knob broke off.